Manufacturer narrative:
Event date: (B)(6) 2020 is used since event date was not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.